Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and led to an unexpected shutdown. Additionally, it was reported that an empty cartridge alarm (alarm 8) occurred. Customer's blood glucose level ranged between 100-200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.